Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side where coil is hurting so bad') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), musculoskeletal stiffness ("neck stiffness"), headache ("headache"), toothache ("toothache"), breast pain ("my boobs have sharp pain going through them"), ovarian cyst ("cyst/ ovarian cyst"), migraine ("migraines"), dizziness ("dizziness"), paraesthesia ("tingling in my legs"), back pain ("lower back pain"), eye disorder ("my eyes have gotten worse"), chest pain ("chest pains"), pelvic discomfort ("pelvic pressure") and proctalgia ("pain rectal"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, musculoskeletal stiffness, headache, toothache, breast pain, ovarian cyst, migraine, dizziness, paraesthesia, back pain, eye disorder, chest pain, pelvic discomfort and proctalgia outcome was unknown. The reporter considered back pain, breast pain, chest pain, dizziness, eye disorder, headache, migraine, musculoskeletal stiffness, ovarian cyst, paraesthesia, pelvic discomfort, pelvic pain, proctalgia and toothache to be related to essure. The reporter commented: looked like one coil was sideways. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 1, 2, 3, 4 processed together. Social media contents received : reporters added. Event ¿medical device removal¿ was deleted. Events added-neck stiffness, pelvic pain, headache, toothache, breast pain, ovarian cyst, migraine, dizziness, paraesthesia, back pain, eye disorder, chest pain, pelvic discomfort, proctalgia. On (B)(6)2020: fu 1, 2, 3, 4 processed together. On (B)(6)2020: fu 1, 2, 3, 4 processed together. On (B)(6)2020: fu 1, 2, 3, 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.